Event description:
Patient had an epicardial rv lead that started having increased capture thresholds so the md decided to place a new endocardial rv lead.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry".